Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative reporting that a patient was experiencing pain in their lower back on the right side around the implant site and started 2 weeks ago. The patient states that she charges every 3 days for over 8 hours at a time. The patient was recommended to charge more frequently, every other day and for less time, 1-2 hours rather than 8 hours and see if this helps. Indications for use is non-malignant pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.